Event description:
It was reported to the aci sales professional on (B)(6)2010 that a (B)(6) female patient with a history of hypertension, hyperlipidemia and rectal cancer with previous chemotherapy and radiation underwent a right renal artery balloon angioplasty for fibromuscular dysplasia on (B)(6)2010. Access was obtained in the left groin. Following the procedure, the physician (a trained user of the mynx) chose the device for femoral arterial closure. At 3-4 days post procedure, the patient developed on-going lower extremity pain, numbness and a cold leg. On (B)(6)2010, the patient presented to the doctor's office with continued pain of the left lower extremity, numbness and a cold leg. The right femoral pulse was palpable, distal pulse was palpable and (posterior tibial) pt pulse on the right was palpable, as well. On the left side, the doctor was unable to palpate distal pulses. The doctor diagnosed a left common femoral artery (lcfa) occlusion and performed a thrombectomy, bovine patch angioplasty of lcfa and left lower extremity angiogram. Following the procedures, the physician was able to obtain a palpable pulse. It was reported that the patient tolerated these procedures well, and was discharged the following day on (B)(6)2010 without further clinical sequela.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported event could not be conclusively determined. It was reported that the material was not sent to the pathology lab for analysis, and therefore without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.